Event description:
It was reported that the catheter was inserted via the right subclavian vein and correct tip location was confirmed via x-ray. Three days later, fluid built-up in the pleural space. A chest tube was inserted. The drainage from the chest tube appeared to be the same as the tpn fluid being administered via the catheter. The catheter was removed and the patient experienced no further complications.

Event description:
It was reported that the catheter was inserted via the right subclavian vein and correct tip location was confirmed via x-ray. Three days later, fluid built-up in the pleural space. A chest tube was inserted. The drainage from the chest tube appeared to be the same as the tpn fluid being administered via the catheter. The catheter was removed and the pt experienced no further complications.